Manufacturer narrative:
Product complaint (B)(4). Batch # r59r0a. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint #:(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? It stalled and would not open. Or, did the device partially fire (start to deploy staples and cut but could not be completed where the cut line and staple line were approximately equal in length)? It stalled and would not open. Was there any issue with staple formation (b-formation, irregular, legs straight)? It stalled and would not open. If yes, please provide details. Did the jaws eventually open? Nope - it stalled and would not open. If yes, what troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override lever)? (B)(4).

Event description:
See attached user facility medwatch # (B)(4).